Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor was kinked and buckled. The stylet/guidewire was stuck in the lumen of the conductor. It was visually surmised that the lead was damaged at implant. (B)(4).

Event description:
It was reported that the lead was opened not used as the guidewire became stuck in the lead and could not be withdrawn prior to implant. The lead and guidewire were replaced and another lead and guidewire used. No patient complications have been reported as a result of this event.